Event description:
The caller reports a patient with symptoms of severe hypoglycemia tested 82 mg/dl on the performa system while a comparison lab returned as 25 mg/dl within 10 minutes. The caller did not provide what medical treatment was received. Requested return of suspect device however the test strips were not returned.

Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.